Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. The valve actuation and system air leak tests passed. A pre-accelerated stress test simulated treatment (self test) was performed and completed with no problems or failures. There were no visual discrepancies encountered during the internal inspection. The cause of the observed dried fluid could not be determined. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler¿s screen went blank during unknown phase/cycle of dialysis. Patient pressed ok, stop, and touched the screen but screen remained blank. After rebooting the cycler an unknown alarm went off but could not confirm due to screen remaining blank. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. Patient will perform alternate treatment. Advised to contact peritoneal dialysis nurse to inform of replacement. At least one full treatment has been completed with this cycler there was no patient harm or adverse event indicated. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Correction: h6 investigation findings.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler¿s screen went blank during unknown phase/cycle of dialysis. Patient pressed ok, stop, and touched the screen but screen remained blank. After rebooting the cycler an unknown alarm went off but could not confirm due to screen remaining blank. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler. Patient will perform alternate treatment. Advised to contact peritoneal dialysis nurse to inform of replacement. At least one full treatment has been completed with this cycler there was no patient harm or adverse event indicated. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.